Event description:
Citation: I-han hsiao, et al. Embolization followed by surgery for treatment of perimedullary arteriovenous fistula causing acute myelopathy. Surg neurol int. 2015; 6(suppl 7): s275 through s278. Published online 2015 may 28. Doi: 10.4103/2152-7806.157794. The following report was received by medtronic (covidien) through review of literature: a patient was treated with onyx for a spinal vascular malformation of type IV, subtype b. Prior to onyx embolization the patient presented with spastic paraparesis and hypesthesia of 6 months, duration extending from her feet to her buttocks. Neurologic examination revealed that light-touch sensation below t10 was impaired and that muscle strength was medical research council grade 4 in both lower limbs. The patient¿s myelopathy symptoms came back gradually beginning 1 week after embolization and had returned to their pretreatment status 2 months later. The lesion still showed vascularity and edema, although less than on the previous MRI because the patient's myelopathy persisted, it was decided to remove this lesion immediately through open surgery; a posterior approach at the level of t11 and t12 was used to remove it, and then laminoplasty was performed. The operation revealed a mass of occult, white venous varices floating in the cerebrospinal fluid that had formed severe adhesions to surrounding nerves. It was carefully lysed the adhesion then dissected the lesion from the nerves with a nonstick bipolar forceps and microscissors and was completely removed. Histopathological sections showed an inflammatory reaction around the varices.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4450499/. The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the onyx during use. The event occurred in the patient post procedure and its cause was unknown. (B)(4).